Manufacturer narrative:
Data relating to manufacturing date is not on the label as pi. Analysis of the relevant production records of the pedicle screws did not identify any anomalies that could be a cause of the event. Investigation of historical adverse event data determined that icotec has become aware of one similar event with this devices based on the risk to treat further levels to date. The evaluation of the returned pedicle screws did not lead to a clear conclusion of the root cause. Current information is insufficient to permit a valid conclusion of the cause of this event. Based on the information available, no corrective actions are proposed. A follow-up report will be submitted if additional relevant information becomes known.

Event description:
A patient in switzerland was treated with 8 pedicle screws t2/t3 and t5/t6. During screw insertion one of the screws in t5 broke. The physician then decided to treat another level t7. One of the screws in t7 broke as well during insertion and the physician treated another level t8 with titanium screws. The surgery was completed.